Event description:
It was reported that the patient presented to the clinic with signs of infection at the device implant site, including hematoma, exudation, and pocket erosion. Despite undergoing pocket debridement, the exudation persisted. The physician attributed the infection to excessive tension within the fluid collection and improper wound care. Blood cultures were negative, indicating no evidence of bacteremia. As a result, the implantable cardioverter defibrillator (ICD) system, including the right ventricle (rv), right atrial (ra), and left ventricle (lv) leads were explanted. The patient remained stable.